Event description:
This is 1 of 2 reports for complaint (B)(4).

Event description:
During insertion of va screws to plate, the surgeon used the guiding block and the quick drill sleeve and rocked the va screws in the holes, however, one screw went through the distal more styloid hole of the plate. Surgeon was able to remove all the screws from the plate, which added 20 minutes to the procedure. Surgeon inserted plate and screws and completed the procedure. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Review of the manufacturing records has been requested.

Manufacturer narrative:
Additional narrative: there are two valid complaints against this part number; 11288 and 5843. Both are concerned with "chip wrap" on the threads of the screw. Chip wrap would not cause the condition of the head threads failing to stop the screw at the plate. The investigation is ongoing.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional lot# 6873778. (B)(4). The investigation of the complained va locking screw shows conformity to the specifications. Functional tests could not reproduce the reported problem. Inserting this screw into a plate, with a torque limiter, was completed without problem. The plate was not returned for inspection. No fault was detected. Placeholder.